Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded varying high out of range shock impedance, measuring up to 145 ohms. Latitude data analysis was performed, and boston scientific technical services indicated that there was a gradual increase in shock impedance, no noise was seen in any of the recorded events. The shock impedance upper limit is currently programmed to 125 ohms. Troubleshooting and programming options were provided. Consider an x-ray of the device and lead system for any visible issues or movement. Additionally, there was a sudden increase in the left ventricular (lv) impedance due to a change in the lv pacing vector. No adverse patient effects were reported. The device, right ventricular lead and unknown manufacturer lv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded varying high out of range shock impedance, measuring up to 145 ohms. Latitude data analysis was performed, and boston scientific technical services indicated that there was a gradual increase in shock impedance, no noise was seen in any of the recorded events. The shock impedance upper limit is currently programmed to 125 ohms. Troubleshooting and programming options were provided. Consider an x-ray of the device and lead system for any visible issues or movement. Additionally, there was a sudden increase in the left ventricular (lv) impedance due to a change in the lv pacing vector. No adverse patient effects were reported. The device, right ventricular lead and unknown manufacturer lv lead remains in-service.